Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) was unable to duplicate the reported complaint. Only the battery cable was returned but it functioned as intended throughout the evaluation.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) identified the issue during check-up of other units. He replaced the battery wedge. The unit operated to the manufacturer's specifications. The suspect part was sent back to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the centrifugal battery was not charging. There was no patient involvement.